Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 50 mg/dl on the compact system, compared back to back with a result of 200-299 mg/dl on the paramedic's system when testing was performed within 10 mins. Rptr indicated that the customer had been treated with sugar prior to the result of 50 mg/dl, and the paramedic gave her a glucose shot before obtaining the result on their system. No adverse event reported. A request was made for the return of the affected product.